Event description:
Patient with persistent pneumothorax despite chest tube placement. During replacement, identified retained stylet in original chest tube. It was noted that the chest tube can be hooked up (leur lock) to suction even if the stylet is still in, representing a potential design flaw that played a role in delayed error identification.